Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 3mm long stating 3mm from the proximal marker band and extending distally. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the calcified mid left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation but failed to cross. It was noted that the balloon was torn and ruptured due to patient's anatomy. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the calcified mid left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation but failed to cross. It was noted that the balloon was torn and ruptured due to patient's anatomy. The procedure was completed with another of the same device. There were no patient complications reported.